Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4)¿ the dentist reported that almost 2 years after the dental implant was installed in intraoral region 3#, its loss of osseointegration was observed. Moreover, the patient presented insufficient bone quantity/quality, there were biomechanical overload, fenestration and bone graft was placed.